Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle there was foreign matter in the device barrel. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: there was "foreign matter coming out of the device barrel." A mother of t1dm child complained about excessive lubricants coming out from the barrel.

Manufacturer narrative:
H.6. Investigation: customer returned (33) loose 3/10cc, 6mm syringes. Customer states that there were excessive lubricants come out from the barrel. All returned syringes were tested and 20 out of 33 samples exhibited a small clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0342416 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Maintenance dispatch (l2l) was opened for dry barrels (insufficient silicone). Several guns had air in the lines causing a inconsistent amount of silicone ejected into the barrel.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle there was foreign matter in the device barrel. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: there was "foreign matter coming out of the device barrel." A mother of t1dm child complained about excessive lubricants coming out from the barrel.